Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal follow-up, a decrease in estimated remaining longevity due to the impact of the midlife plateau was observed. The current longevity was accurate. The patient will continue to be monitored with routine follow-up.